Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 39 events were originally reported for this failure mode during the reporting quarter; however, 9 events were inadvertently excluded. 48 reported events are included in this follow-up record. Product return status: 34 devices were received. 8 devices were not available for evaluation. 6 device investigation types have not yet been determined.

Event description:
This report summarizes 48 malfunction events in which the device reportedly overheated. 35 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 48 previously reported events are included in this follow-up record. Product return status 34 devices were received. 14 devices were not available for evaluation.

Event description:
This report summarizes 48 malfunction events in which the device reportedly overheated. - 35 events had no patient involvement; no patient impact. - 11 events had patient involvement; no patient impact. - 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 48 previously reported events are included in this follow-up record. Product return status 34 devices were received. 14 devices were not available for evaluation.

Event description:
This report summarizes 48 malfunction events in which the device reportedly overheated. - 35 events had no patient involvement; no patient impact. - 11 events had patient involvement; no patient impact. - 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 39 events were reported for this quarter. Product return status: 17 devices were received. 6 devices were not available for evaluation. 16 device investigation types have not yet been determined. Additional information: 39 devices were not labeled for single-use. 39 devices were not reprocessed or reused.

Event description:
This report summarizes 39 malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6. 48 previously reported events are included in this follow-up record. Product return status: 34 devices were received. 14 devices were not available for evaluation.

Event description:
This report summarizes 48 malfunction events in which the device reportedly overheated. 35 events had no patient involvement; no patient impact. 11 events had patient involvement; no patient impact. 2 events had insufficient information received.